Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received motor error on their device. It was reported that the alarm history showed the presence of motor position encoder error on the customer's device. The customer's blood glucose level was reported to be 241.2mg/dl. It was reported that the pump was out of warranty. No further information provided.